Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h10, h11. Corrected fields: h6 (type of investigation). It was reported that during preventive maintenance (pm) the cardiosave intra-aortic balloon pump (iabp) facing "doppler related malfunction" issue. A getinge field service engineer (fse) discovered as part of the pm, doppler trays hinges are broken. The fse replaced the chassis storage bins (d441-00-0196). Unit fully functional, returned to clinical use . The iabp unit was cleared for clinical use. There was no patient involvement.

Manufacturer narrative:
It was reported that as part of the pm the cardiosave intra-aortic balloon pump (iabp) facing "component broken" issue. A getinge field service engineer (fse) discovered as part of the pm, doppler tray hinges broken. The fse replaced the chassis storage bins (d441-00-0196). Unit fully functional, returned to clinical use . The iabp unit was cleared for clinical use. No patient involvement was there. Additional point of contact: name: (B)(6). E-mail address: (B)(6). Phone number: (B)(6). Department: biomed. Occupation: biomedical engineer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units doppler trays hinges are broken. There was no patient involvement.